Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer 3.1, 3.2, 6 was failed to detect on bus and it was unable to recover. The field service engineer (fse) resolved the issue by reseating the row ribbon cable at the controller boards for drawers 3.1, 3.2 and verified functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, device was not detected on the communication bus. The customer reported that the malfunction caused delay in dispensing of the medication and get medication from pharmacy. There were no adverse events or injuries reported based on this incident.